Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge tibial plate catalog # 00588000500 lot # 63979163; nexgen stems catalog # 00598801514 lot # 63869669; nexgen rotating knee femoral component catalog # 00588001602 lot # 63333748; nexgen stems catalog # 00598801018 lot # 63843833. (B)(6). Customer has indicated that the product will not be returned because it is not returned by patient. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01120, 0002648920-2019-00194, 0001822565-2019-01121, 0002648920-2019-00195. Not returned by patient.

Event description:
It was reported that the patient underwent a knee arthroplasty. The patient was experiencing pain and instability six months post operative. Subsequently, the patient was revised due to loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert: pain, instability, and loosening are known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.